Manufacturer narrative:
Continued e1 (phone no): (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection, abscess.

Event description:
Healthcare professional reported left side "infection", "fever", "redness", "pain", "abscess accumulation under the pectoral muscle was significant, and removal and irrigation were performed under intravenous anaesthesia". The device has been explanted. Treatment: echo examination, antibiotics prescription. Antibiotic drip was started,